Manufacturer narrative:
Concomitant products: (2)8015; 8100; (6)syringe tubing; 20129e; 2420-0007; (5)8110; (6) syringe, tri-fuse (ICU medical), tri-fuse (hospira product); therapy date (B)(6) 2016. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a preterm infant was receiving multiple infusions of d5w with heparin at 0.2 ml/hr ,tpn at 2.5 ml/hr, syringe module infusing lipids(35ml)at 0.22 ml/hr, dopamine at 0.3 ml/hr, ½ normal saline with heparin at 0.25 ml/hr and a syringe pump for intermittent medication of clindamycin, gentamicin and vancomycin infusing through a double-lumen umbilical venous catheter (uvc) and a peripheral arterial line. The user noted that the syringe containing lipids infusing thru a trifuse was clamped however the device failed to alarm and the device continued to infuse. The nurse confirmed that the patient was without lipids for approximately 20 hours. Troubleshooting performed included changing the pressure setting from high to low and clamped line however the device still did not alarm. There was no report of patient harm and no labs or tests were performed.

Manufacturer narrative:
The customer¿s report that the tubing was clamped however the device failed to alarm was not confirmed. The syringe module event log indicated that a non-pressure disk set was used; therefore the infusion pressure is detected by the force sensor in the plunger drive head on the syringe module. Functional testing found the syringe module operating within specification. During testing, the returned pcu and syringe module were ¿powered on¿ and new patient is selected, the ¿pressure limit¿ setting defaults to ¿high¿. Testing was performed on the returned syringe module using the customer returned unused disposables. Testing found with the tubing clamped and the ¿pressure limit¿ set to high and low, the device would alarm with a ¿patient side occlusion¿. With the ¿pressure limit¿ set to high (800mmhg), the time to alarm was approximately 13 hours. With the pressure limit set to low (200mmhg), the time to alarm was approximately 5 hours. The log indicated that from the time the infusion starts until the first delay was programmed, the infusion time was approximately 10 hours and 27 minutes. The infusion was restarted and pressure limit was set to low and the syringe pump continued to infuse for an additional 8 hours and the device was channeled off. There were no alarms noted in the log. The disposable sets used at the time of the reported incident were not returned for investigation. The root cause that the tubing was clamped however the device failed to alarm was not identified.